Event description:
It was reported that the patient implanted with this insertable cardiac monitor (icm) device experienced a possible infection on the insertion site a day after implantation. The patient referred redness, bruising and swelling at the device insertion site. Oral antibiotic medication was given to the patient. This device remains in service. No additional adverse patient effects were reported.